Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undefined high impedance measurements and the patient received inappropriate therapy due to lead noise. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.